Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that during an implant procedure, the patient's left ventricular lead exhibited loss of capture despite trying multiple different positions. The lead was explanted and replaced. The patient¿s condition was stable throughout the procedure.